Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 9mm amplatzer septal occluder was chosen for implant using a 8f amplatzer trevisio intravascular delivery system. During procedure, when the physician going to release the first disc of occluder from the left upper pulmonary vein (lupv), it became in cobra position. The deformed device was never released from the delivery cable while inside the patient. The physician removed the device, put it in warm water, but in the second attempt the left disc was still releasing in cobra. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. They decided to use a new 10mm amplatzer septal occulder. The procedure completed successfully. There was no reported adverse event and patient remained hemodynamically stable. There was no clinically significant delay in procedure and no adverse patient effects.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Two photos were received from the field showing the device in a cobra shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, the recommended size delivery system for use with a 6 mm amplatzer septal occluder is 6f.